Event description:
Additional information was received by the manufacturer representative (rep) stating that the distal segment of the pipeline did not open. When this occurred, the stent was not placed in a vessel bend, but was in the m1 segment. Multiple re-sheathing attempts were done to open the pipeline. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within an opened pipeline flex shield and phenom 27 outer cartos and inner pouch; and within a dispenser coil. The pipeline flex shield embolization device was returned outside the catheter. ¿ damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken at ~41.0cm from distal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defect was found with pads. In addition, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The broken ends were sent out for sem (scanning electron microscopy) analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the guiding catheter, phenom27 and synchro were prepared as per instructions for use (IFU) guidelines and access was taken in right ica with phenom in m1. The pipeline shield device was now positioned in the straight segment and the tip coil was taken in superior m2 segment. Device unsheathing was begun but the distal-most segment failed to open. After exposing up to half of the stent, the distal most segment still did not open. Hence after multiple re-sheathing attempts, the device was re-sheathed. Now, the distal tip of phenom was stuck with the ptfe sleeves and the device couldn't be resheathed beyond the ptfe sleeves. The entire system was taken out of the patient and same size ped2 4.5x25 was taken and deployed as intended across the aneurysm. There was stuck (locked up) in the catheter or resistance in the catheter. Resistance occurred in the distal section of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline became stuck in the distal section of the catheter during resheathing. The physician released the load (slack) in the system in an attempt to resolve the issue. This did not resolve the issue. The distal section of the catheter was kinked. There was no damage observed to the pushwire. The hub was cracked. There was no force applied during connecting the y connector or syringe to the catheter hub. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic aneurysm with a max diameter of 10 mm and a 6 mm neck diameter. The landing zone was 3.9 mm distally and 4.1 mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the right internal carotid artery (ica) with a diameter of 4.1 mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 180. Angiographic result post procedure was that distal arteries had a good flow. Ancillary devices include a guiding catheter, and synchro.